Manufacturer narrative:
The device evaluation has not been completed. The instructions for use also caution that the catheter should never be withdrawn through the tuohy needle to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire if used) must be removed simultaneously. A review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
Approximately 95 cm of the catheter was returned. The device met the requirements for patency, leak, tensile strength and ultimate elongation testing. The proximal end of the catheter had a jagged edge. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. It is also cautioned that ¿to avoid transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All of the catheters are 100% inspected at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that there was difficulty during the implantation of lumbar catheter using a lumber puncture needle. According to the report, when the needle and the catheter were removed, the distal side of the catheter was broken. The report stated that during the procedure, the catheter had not been extracted. Reportedly, it was possible that the point of the puncture needle had caused breakage of the catheter. There was no impact to the patient reported.